Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced alert 41 indicating an insulin shaft rewind error on an ilet pump, which was verified in device history; the alert initially resolved after a device restart, then recurred, and the pump was replaced, with the patient advised to use subcutaneous insulin by pen as backup. Symptoms included hyperglycemia with a reported glucose of 198 mg/dl for less than an hour and no acute clinical effects. Outcomes included no medical intervention, no ketone testing, and continuation of cgm use with the paired app or receiver. Investigation included review of device history, user-guided restart, verification of device charge state, assessment of alert recurrence timing relative to insulin delivery, and coordination of device replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.